Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not charge a battery. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) has been completed. As rec'd, the charger/modem would not charge a battery pack. The cause for the inability to charge a battery pack was a defective u13 (8-bit cmos flash micro-controller) component. The root cause of the defective u13 component cannot be positively identified, but is likely the result of contamination from an unk source. No adverse event resulted from the defective u13 component. The last pt to use this charger/modem did not report any deficiencies.